Event description:
Customer was admitted to hosp for high blood glucose. Client stated he was running high blood glucose and did not have manual injection. Customer needed assistance to change out infusion set. No further details provided.